Event description:
It was reported the device exhibited a "delivery too slow" alarm, about 8 to 11 ml into a clinician bolus. The original battery of this pump was tried out in another unit, which did not at any point alarm "delivery too slow". The event took place during the administration of a bolus to a patient while the pump was in use. The alarm occurred multiple times and only the error code was displayed during bolus administration.

Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. Multiple 'delivery too slow' alarms found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to a faulty motor and a faulty pwa board. The motor and pwa were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.